Event description:
Prismaflex effluent bag pulls through the holes and falls off the machine -- this causes a weight alarm -- more than 9 alarms in a 3 hour period makes the machine not work. Called during day shift and were told to change bag daily to prevent wear -- occurred twice on night shift despite new bags after each time -- allowed about 2 cycles before breaking -- outcome is that patient treatment is disrupted and could be "locked out" if alarm count too high.